Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed a new crack in the outer sheath and approximately two centimeters of outer sheath was missing, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. An internal investigation was opened to evaluate driveline sheath damages. Based on the internal investigation, the most likely root cause of the driveline sheath damage is exposure to ultraviolet light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that there was visible cracking in the outer sheath of the driveline. The patient denied any alarms associated with the driveline cracking. Upon assessment of the damage, it was noted that approximately two centimeters of outer sheath was missing about half way down the driveline. The inner silicone lumen and wire were intact. A driveline sheath repair was performed and the driveline cover was easily able to slide over the repair area with no issues. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.